Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt and disengaged. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the patient's condition is satisfactory.